Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the mid rca. It is reported that the patient suffered a stroke approximately 18 months post index procedure. Investigator has indicated that the event was not related to the study device. Patient required craniectomy for decompression of brainstem and debridement of necrotic tissue.

Event description:
The clinical events committee adjudicated patient death as cardiac.

Event description:
Approximately, 23 months post index procedure, the patient expired. The cause of death is unknown. Investigator has assessed that the event was not related to the study device.

Event description:
Cec adjudicated the stroke event date was 2 days earlier than previously reported. It is reported that the patient was discharged to a rehabilitation facility.

Manufacturer narrative:
Evaluation results - inherent risk of procedure (stroke). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).